Manufacturer narrative:
Device 1 of 4. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with four infusions set cannulas were kinked. The events occurred within 3 hours of insertion. The insertion site was abdomen. Th events were occurred on 06-mar-2024, 20-mar-2024, 10-apr-2024 and 23-apr-2024. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.